Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure treating a pseudoaneurysm in right profunda using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached multiple ruby coils and a podj in the target location using a lantern delivery microcatheter (lantern). The physician then experienced resistance while attempting to advance a podj into the lantern, and therefore the podj was removed. The physician flushed the system and re-attempted to advance the same podj, however the same resistance was felt. The podj was therefore removed and the procedure was completed using additional ruby coils, podjs, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The embolization coil had coagulated blood on the proximal end. The embolization coil became stretched while being re-sheathed. Conclusions: evaluation of the returned device revealed that the podj pusher assembly was kinked. This type of damage was likely incidental and may have occurred while packaging the device for return. Further evaluation of the returned device revealed that the proximal end of the podj embolization coil had coagulated blood on it. This likely occurred from attempts that were made while trying to advance the podj into the lantern. However, the coagulated blood on the proximal end of the embolization coil became caught on the distal tip of the introducer sheath while the coil was being re-sheathed, and the coil became stretched. Therefore, the podj could not be functionally tested through a demonstration catheter. The root cause of the reported resistance could not be determined. Penumbra coil and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.